Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. It was also indicated that the touchscreen was out of calibration and the x-y printed circuit board (pcb) required replacement. It was also indicated that various external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not interrogate. The radiofrequency head was changed but the issue was not resolved. The p programmer was returned for service. No patient complications have been reported as a result of this event.